Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a narrow and heavily calcified lesion located in the left anterior descending artery. During retraction of the balance middleweight guide wire, the guide wire tip became stuck in the lesion, which resulted in the coils unwinding. The guide wire was able to be removed from the patient inside the guiding catheter. A non-abbott guide wire was used to complete the case and the final outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.